Manufacturer narrative:
Additional information/correct data: after further review of the record, it was identified that although no confirmation testing was done, the customer considered the negative result to be correct and therefore, interpreted the false result as false. Investigation: a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020083 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020083 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with ID now covid-19 on a direct nasal kitted swab. Repeat testing on a new sample generated negative results. Confirmation testing was not performed. It was noted the patient went to another clinic and received a negative result from another idnow covid-19 assay. The customer states that the patient was asymptomatic and was testing was routine patient testing. No additional patient information, including treatment and outcome, was provided. It was noted the patient went to another clinic and received a negative result from another idnow covid-19 assay. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.